Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected both reagent probe assemblies. Fse replaced the check valve to resolve the leak (B)(4).

Event description:
The customer reported a leak from both cartridge chemistry (cc) reagent probes on the unicel dxc 600 pro synchron system. The leak was contained to the instrument. The customer was wearing gloves and a lab coat. No reports of injury or customer exposure. No reports of erroneous patient results generated.